Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Heads keep falling off. The bit on one that rotates completely broke off, and the others became wobbly - oral-b [device breakage]. Head seemed to vibrate a lot - oral-b [device physical property issue]. Case narrative: 44 year old male consumer reported via phone that the oral-b toothbrush heads fell off of the oral-b toothbrush handle, the bit that rotated on the head broke off, the heads became wobbly and seemed to vibrate a lot. No injury was reported.